Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation. H3: additional information. H6: additional information. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the powerseal 5 mm had a bad activation during a bilateral axillo-breast approach (baba) therapeutic procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm or injury associated with this event.